Manufacturer narrative:
Device was not available for evaluation. Doctor received questionnaire, but called to respond rather than fill it out.

Event description:
Reporter noted end of cannula is very sharp. When lifting flap of capsule during hydrodissection, cannula catches on capsule; capsule tears. Also, when tapping on lens after hydrodissection, nick on lens. No patient problems resulted. No secondary surgical or medical intervention required. Noticed week to week with different patients. Likes cannula; doesn't like switching instruments during case. Feels tips may be uneven and may need to be polished more.